Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn at the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The backlight and up buttons were found to be intermittently responding to presses. The backlight button has no effect on insulin delivery function. The keypad was removed and adhesive was observed under the button contacts. Unrelated to this complaint, the display screen was found to be dim and miscolored; this issue is obvious and detectable to the user and should alert the user to discontinue use of the product. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The patient reported that the up arrow button required several presses on the keypad in order to elicit a response. All of the other keypad buttons were reportedly responding as expected and the patient wore the pump in a pocket and did not clean the pump.